Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a sensing test, there was an unexpected change in the programmed settings of the implantable pulse generator (ipg) and the ipg had to reprogrammed as a result. It was also reported that the patient experienced dizziness when this change occurred. The device remains in use, no further patient complications have been reported as a result of this event.